Manufacturer narrative:
(B)(4) is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump motor is not running. No patient injury was reported.

Manufacturer narrative:
Other, other text: d5: operator of device: updated. D10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: one pump device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was missing on the bottom case and plunger assembly upon receipt. The right plunger case and some components inside of the plunger assembly were missing. An error code was found in the event history log (ehl) for the motor not running. An occlusion test could not be performed to test or verify the reported issue due to the missing right plunger case. The root cause of this event is due to customer damage. To correct this issue, the worm coupling was replaced as well as the stepper motor, lead screw and both clutch halves. Preventive maintenance and all functional testing were performed. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record (DHR) review was not performed. Service history review identified this device has not been in for service in the previous year (device was last serviced in march 2017) and there was no indication of a service issue during the investigation. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147., corrected data: d4: correction: model number: 3500.